Event description:
It was reported that during a project review, the surgeon mentioned that he had a series of 23 accolade tmzf stems used in revisions with two failures in total. No further info was provided.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.